Manufacturer narrative:
(B)(4). Method: the enclosure, valve system and manometer of the complaint (rd900) neopuff infant resuscitator were returned to fph (B)(4) for evaluation. The enclosure of the neopuff was visually inspected. The valve system and manometer were performance tested as per the neopuff technical manual. Results: visual inspection revealed that there was physical damage to the enclosure. The performance test revealed that the manometer and valve system were within specification. No fault was found with the returned manometer and valve system. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported that the manometer of the rd900 neopuff infant resuscitator was non-operational and the enclosure was damaged. A service was requested. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer of the rd900 neopuff infant resuscitator was non-operational and the enclosure was damaged. There was no patient involvement.